Event description:
The lay user/patient contacted lifescan (lfs) in 2007 and alleged that the meter was reading inaccurately high. He reported several occasions where he felt hypoglycemic, but when testing his blood glucose, the meter did not correlate. The pt was only able to specify the event that occurred on the day he called. He has mentioned that there were times that he was incoherent and his family treated him with orange juice and sugar. He obtained a result of 156 mg/dl on the call date, at 5:30 am and took regular insulin based on the meter result. While feeling shaky he retested at 8:47 am and obtained a result of 189 mg/dl. He immediately retested on his friend's meter and obtained a result of 65 mg/dl. The reporter does not know if the pt ate prior to testing. After obtaining the low result, he was given something to eat and drink and he felt better approximately one hr later. The techniques for testing his blood glucose and for cleaning the puncture site were correct. He performed a control solution test, which failed. This complaint is being reported, as the pt alleged he adjusted his insulin based on the meter result and subsequently became hypoglycemic. He also reported other hypoglycemic events, but did not specify details surrounding those events. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental.